Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that they woke up to find that the cannula of the pod she was wearing had dislodged during the night. The patient applied a new pod and went to work. At work she started to experience dizziness, feeling tired, thirsty, change in vision and felt weak. Her colleagues took her to the hospital where she was diagnosed with hyperglycemia, treated with fluids and discharged after 6 hours.